Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon tried to clamp the tissue, however the jaws did not close. Instrument was replaced to complete the case. There was no patient injury.